Event description:
It was reported that the patient died. A 2.75 x 38 mm promus premier was implanted during percutaneous transluminal coronary angioplasty to the left anterior descending artery. A few hours after the procedure, the patient went into cardiac arrest and died.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.